Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2015 a medtronic representative performed an imaging system check-out, mechanical, cable grade and safety inspection areas passed. Imaging modalities test failed. High level dose of 22 r/min observed. Adjusted levels as per o-arm service manual manual calibration to 14.5 r/min and max skin dose to 9.5 r/min. (B)(6) was unavailable to confirm. On (B)(6) 2015, a medtronic representative performed an imaging system check-out, mechanical, cable grade and safety inspection areas passed. Imaging modalities test failed. (B)(6) was still not satisfied with readings after last visit. X-ray tech uses 2 gallon water container with 1/8 inch lead sheet. This set-up gives higher readings on dosimeter. Used o arm advanced manual procedure to adjust high level dose to 13.5r/min and max skin dose to 8.5r/min. Issue resolved. System performed as intended. On (B)(6) 2015 a medtronic representative, following-up at the site, reported issue resolved. Use of imaging system has been restored.

Event description:
A site representative, medical engineering, reported measuring the radiation emissions from the imaging system on site. The values are: skin dose = 2.65 rmin should be less than 2.5 rmin. Max skin dose is 12.81 rmin should be less than 10 rmin/ high level dose 1s 27 rmin should be less than 15 rmin. Requested service call to reduce doses and to complete dose reductions. System is not usable at present radiation emission levels. There was no patient present when this issue was identified.